Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with shortness of breath and having chf symptoms. Intermittent undersensing was observed. Programming changes were made. It was also noted that the patient was lost to follow up. Device will be monitored.